Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced foreign matter contamination, while another 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced a hole in the catheter with both defects noted prior to use. The following information was provided by the initial reporter: plastic foreign matter close to the tip. In another device: hole in the catheter (needle through catheter).

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that a 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced foreign matter contamination, while another 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced a hole in the catheter with both defects noted prior to use. The following information was provided by the initial reporter: plastic foreign matter close to the tip. In another device: hole in the catheter (needle through catheter).